Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, that suture broke when sewing in surgery after two stitches. Besides, the needle broke. It was also reported that issue was pull off suture needle. The operation was prolonged a bit. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. The op was prolonged a bit. Could you please clarify if the issue occurred in two different devices or if these two issues occurred to one device? Please confirm - one device. The issue should be pull off suture needle. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the issue that occurred during the procedure is with this 1 device: did the suture break? Did the needle break? Did the suture pull off the needle? How many minutes was the procedure prolonged? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Device return status?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please clarify the issue that occurred during the procedure is with this 1 device: did the suture break? -no. Did the needle break? -no. Did the suture pull off the needle? -yes. How many minutes was the procedure prolonged? -unk was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. -unk was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? -unk what is the patient¿s current status? -good device return status? -returned.